Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient, while at home, was found down while connected to batteries. This patient was known to sleep while on batteries per information given by the patient's wife. The emergency medical services was called and the patient was taken and admitted to the hospital emergency room. It was explained by the emergency medical services team, that the system had low battery alarms. The patient was found to have altered mental status and the pump was restarted in the emergency room. The patient was found to have suffered a stroke and was showing signs of fevers. A decision was made to withdraw support.